Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy to remove the coils in july') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced diarrhoea ("I had chronic diarrhea"), anxiety ("the anxiety was getting really bad again") and pelvic pain ("I had no idea how pain I had been in") and was found to have blood pressure increased ("found out my bp and cholesterol were elevated") and blood cholesterol increased ("found out my bp and cholesterol were elevated"). Essure was removed. At the time of the report, the medical device removal and diarrhoea outcome was unknown, the anxiety and pelvic pain was resolving and the blood pressure increased and blood cholesterol increased had resolved. The reporter considered anxiety, blood cholesterol increased, blood pressure increased, diarrhoea, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, chronic diarrhea, anxiety, pain, bp increased, cholesterol increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy to remove the coils in july') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("I had no idea how pain I had been in"), diarrhoea ("I had chronic diarrhea") and anxiety ("the anxiety was getting really bad again") and was found to have blood pressure increased ("found out my bp and cholesterol were elevated") and blood cholesterol increased ("found out my bp and cholesterol were elevated"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and diarrhoea outcome was unknown, the pelvic pain and anxiety was resolving and the blood pressure increased and blood cholesterol increased had resolved. The reporter considered anxiety, blood cholesterol increased, blood pressure increased, diarrhoea, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, chronic diarrhea, anxiety, pain, bp increased, cholesterol increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.